Event description:
Reporter called lfs and alleged that the patient's meter was reading inaccurately low. The patient obtained results of 68-control, 26, and 39mg/dl. The patient was experiencing low blood sugar symptoms of fatigue, not coherent, headache, and numbness of legs, arm and mouth . The patient was taken to the hospital, where the patient was treated with glucose for low blood sugar. The test strips are in good condition, codes match and the techniques for cleaning the puncture area was done correctly. The patient performed two control solution tests, ehich failed. The meter is being replaced for the patient's comfort.